Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A followup report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ramus intermedius artery that was mildly tortuous, mildly calcified and 80% stenosed. The lesion was crossed with a hi-torque pilot 50 guide wire. The lesion was pre-dilated and during withdrawal of the non-abbott balloon dilatation catheter, there was resistance with the balloon catheter. A non-abbott stent delivery system was then advanced, but could not cross lesion due to resistance with the guide wire. The stent delivery system and the guide wire were removed as a unit. When the guide wire was removed, the coating had a sticky feeling. Angioplasty was repeated with a new guide wire to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.